Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued insulin administration without changing any supplies. However, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.